Manufacturer narrative:
The power board for the viewing station of the imaging system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the viewing station power control board was not operating as designed and was subsequently replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power control board has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not power on. It was noted that the line power light was not illuminated. There was no patient present when this issue was identified. No additional information was provided.